Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, a patient required thrombolysis for a blockage of the central venous catheter. During the procedure, when using a three-way connector, it was discovered that the 20ml syringe was not securely attached to the connector and was prone to detachment. A new three-way connector was immediately replaced and used. The procedure proceeded normally without adverse effects on the patient.